Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented in the emergency room for evaluation. When the implantable cardioverter defibrillator (ICD) was interrogated, it reveals the patient's cardiac rhythm appears to be a dual tachycardia. The patient received (B)(6) shocks for the tachycardia. The first (B)(6) shocks failed to convert the patient's rhythm. The (B)(6) shock successfully converted the patient's rhythm. The patient's arrhythmia will be evaluated and the ICD will be reprogrammed. The ICD remains in use. No further patient complications have been reported as a result of this event.